Event description:
It was reported the pt has a very long and complex medical history. He has had six open heart operations including replacement of his aortic valve twice and replacement of his mitral valve four times. During the fifth open heart operation, the mechanical mitral valve (MDR # 2648612-2009-00037) was explanted approx 12 1/2 years postoperatively due to paravalvular leak and suspicion of endocarditis. It was observed there were vegetations on the valve, and the entire circumference of the valve was calcified. The annulus was irregular, rigid, and calcified. This 31mm bioprosthesis and a peri-guard circumferential patch were implanted. Echo showed there was a small leak observed coming out from underneath the patch that appeared to be medial. A couple days postoperatively, the pt's pulmonary artery pressure had increased and an echo revealed a paravalvular leak. The valve and peri-guard patch around it were then explanted. During the explant procedure, as before, the entire annulus was observed to be calcified and the calcium had some depth to it. A piece of peri-guard was folded over and utilized essentially to create a new annulus which extended towards the center from the calcium. A 27mm sjm bioprosthesis was then implanted.